Manufacturer narrative:
A sample device was not returned for analysis, lens remains implanted in eye. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens (iol) implant procedure, debris found on iol after implanting. The debris was removed by a cystotome and the iol is clear again. There was a patient contact, however no patient harm was involved. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis, lens remain implanted. Only video was returned. The video was provided showing iol implantation using company cartridge and injector. The lens preparation for implantation is not provided. The lens position for implantation appears to be acceptable. Once the iol is implanted, a large mark/ particulate is visible over the iol optic. The particulate is on the exterior surface of the iol. The surgeon successfully removes the particulate using additional instrumentation. Based on our observations of the returned video, a large particulate is observed on the exterior surface of the iol. A definitive determination of the origin of the observed "debris" cannot be made without the evaluation of the physical sample. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).